Manufacturer narrative:
Reported event was confirmed by review of pictures. Images provided for the implants confirmed the tibial plate and articular surface fractured. The tibial plate fractured on medial side in ml direction, and the spine of the articular surface fractured off. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00073, 0001822565 - 2019 - 00424 . Foreign, (B)(6). Concomitant medical products: 00597206532 all poly patella size 32 mmdia. Standard 8.5 m thickness lot # 62034476, 66022663 palacos bone cement lot # 73644289, 00599601652 femoral component option for cemented use only size f right lot # 62030422. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision approximately 7 years after initial implantation due to tibial component and articular surface fracture. Attempts to obtain additional information have been made; however, no more is available.